Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a motor drive phase b failure. There was unknown patient involvement.

Manufacturer narrative:
Updated d9-device available for evaluation. No product was returned. The investigation determined the most probable cause to be the alarm being generated by a false positive, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.